Manufacturer narrative:
Bayer case number: (B)(4). Heavy menstrual bleeding. Tiredness. Joint pains. Lumbar pain. High [blood] pressure. Dizziness. Headaches. Tinnitus. Impaired concentration/impaired focus. Short-term memory. Impaired vision. Hair loss. Itching. Brittle nails. Difficulties with smell. Difficulty hearing. Dry skin. Burning sensation. Tingling sensation. Tremors in hands, eyelids and lips. Palpitations. Sleep difficulties. Anxiety. Recurring infections. Mycosis. Low blood glucose. Case narrative: this spontaneous case was originally reported by a lawyer with additional information received through social media and describes the occurrence of heavy menstrual bleeding ("heavy menstrual bleeding") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Essure was removed on (B)(6) 2017. On an unknown date, the patient had essure inserted. On unknown dates she experienced heavy menstrual bleeding (seriousness criterion intervention required), fatigue ("tiredness"), arthralgia ("joint pains"), back pain ("lumbar pain"), hypertension ("high [blood] pressure"), dizziness ("dizziness"), headache ("headaches"), tinnitus ("tinnitus"), disturbance in attention ("impaired concentration/impaired focus"), amnesia ("short-term memory"), visual impairment ("impaired vision"), alopecia (" hair loss"), pruritus ("itching"), onychoclasis ("brittle nails"), parosmia ("difficulties with smell"), hypoacusis ("difficulty hearing"), dry skin (" dry skin"), burning sensation ("burning sensation"), paraesthesia ("tingling sensation"), tremor ("tremors in hands, eyelids and lips"), palpitations ("palpitations"), insomnia ("sleep difficulties"), anxiety ("anxiety"), infection ("recurring infections") and fungal infection ("mycosis") and was found to have blood glucose decreased ("low blood glucose"). The patient was treated with surgery (hysterectomy and salpingectomy). At the time of the report, the fatigue had resolved and the arthralgia had not resolved. The outcome of heavy menstrual bleeding was unknown. The reporter considered alopecia, amnesia, anxiety, arthralgia, back pain, blood glucose decreased, burning sensation, disturbance in attention, dizziness, dry skin, fatigue, fungal infection, headache, heavy menstrual bleeding, hypertension, hypoacusis, infection, insomnia, onychoclasis, palpitations, paraesthesia, parosmia, pruritus, tinnitus, tremor and visual impairment to be related to essure administration. The reporter commented: the patient reported she had suffered due to essure for 9 years. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 06-sep-2017 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 726 cases bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: for essure: the complaint reason is a known phenomenon for this product and is taken into account in the device risk assessment. Trend analyses of the complaint reasons are reviewed regularly. The trend analysis shows that none of the cases where these medical events were reported were associated with a confirmed quality defect. The most recent follow-up information incorporated above includes data received on: 05-may-2025: new lawyer reporter added. Event: medical device removal updated to heavy menstrual bleeding, events: lumbar pain, high [blood] pressure, dizziness, headaches, tinnitus, dizziness, impaired concentration and short-term memory and impaired vision, hair loss, itching, brittle nails, difficulties with smell and hearing, dry skin, burning and tingling sensation,tremors in hands, eyelids and lips, palpitations, sleep difficulties, anxiety, recurring infections, mycosis, low blood glucose, impaired focus added, essure removal date and cluster ID added. Further company follow-up with the consumer is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("essure removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), fatigue ("tiredness") and arthralgia ("joint pains"). The patient was treated with surgery (hysterectomy and salpingectomy). At the time of the report, the medical device removal outcome was unknown, the fatigue had resolved and the arthralgia had not resolved. The reporter provided no causality assessment for arthralgia, fatigue and medical device removal with essure. Further company follow-up with the consumer is not possible. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 06-sep-2017 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 726 cases bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.